Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at max outputs, pacing not delivered when required and was found to have dislodged for the second time. The physician plans to explant and replace this lead. To date, no adverse patient effects have been reported.